Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgical tech was shaking the cement pouch to settle contents so package could be cut open on top. While shaking, a hole formed in the package spilling cement on the floor.

Manufacturer narrative:
Examination of the returned sample confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.